Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin was missing contributing to the jaw failure, confirming this complaint. It is possible that the failure occurred due to excessive mechanical force being applied while handling the device. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin can result in the jaw pin shearing off from its space. In the reported complaint, the failure occurred while loading the suture onto the device. This being a reusable device, we cannot tell when the jaw pin might have gone missing. We cannot discern a definite root cause for the reported failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the bottom jaw on the customer's expressew iii autocapture popped out when trying to load suture onto the device. The jaw will no longer open or close. The device did not yet come in contact with the patient when the issue occurred and nothing fell off the device. The procedure was completed with another like device with no patient consequences but there was a two-minute delay to open a new one. The device will be returning for evaluation.